Manufacturer narrative:
Investigation/conclusion the meter associated with the complaint was returned for investigation. In-house testing on the returned meter using retained test strips met accuracy criteria. The customer's complaint was not confirmed. The returned meter passed functional and thermistor testing requirements during in-house investigation. The system performed within expectations. A statistical analysis of the impedance curves generated using the customer's reported inratio inr results determined that the curves were normal in shape and did not exhibit a weak or abnormal slope. A review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met release criteria. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Although the customer was identified as having a condition that may impact the performance of the assay and as using improper technique. They did not provide a laboratory reference value for comparison. It is not possible to verify if a discrepancy exists without this information. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. (B)(6).